Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was not opened. A technical support specialist ran diagnostics and found that the pocket would eject but the lid would not open. The customer was able to cycle count the item to 0 so it could be removed from other pockets. The customer will arrange for a replacement to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it had a cubie lid not opening. The customer reported that issue occurred when dispensing medication and unable to pull medications. There were no adverse events or injuries reported based on this event.